Event description:
Patient with a unicondylar knee implant underwent knee surgery for an issue unrelated to the implanted device. During the procedure, the surgeon observed femoral component loosening. The implant was re-cemented during the procedure.

Manufacturer narrative:
Patient with a unicondylar knee implant underwent knee surgery for an issue unrelated to the implanted device. During the procedure, the surgeon observed femoral component loosening. The implant was re-cemented during the procedure. Review of the device history record indicates the device was manufactured to specification.